Manufacturer narrative:
Analysis of the catheter revealed the anchor was damaged at explant. (B)(4).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709, lot # j10897r62, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen [2000 concentration] via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that the pump was removed due to battery depletion and the catheter was removed due to a possible break, tear, or hole. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.